Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to power on is the contamination. The root cause of the contamination cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.